Manufacturer narrative:
D10 concomitant products: 60xltcd, 60xltcd 6.0mm xlt trach cuff dist x1 (lot#unknown); 60xltcd, 60xltcd 6.0mm xlt trach cuff dist x1 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at approximately 1300, the ventilator alarmed and noticed that the pressure was not holding and volume was low. Assessment revealed a "ruptured" cuff, which was confirmed with a leak test. The next emergency track change was done at approximately 1620. The second tube was inserted and also began to lose air. The same thing happened on the third tube. Switched to proximal trach tube, and the patient tolerated it well.